Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-03407.

Event description:
Customer called to report that she had low and high blood glucose and ketoacidosis. Customer stated that the paramedics were called and she was taken to the hospital. Customer stated that she was in dka, but the blood glucose reading was low when the paramedics arrived. Customer stated that she is a brittle diabetic and due to stress, her blood glucose was high to low. Customer stated that she needs a now serter. Nothing further was reported.